Event description:
Ous MDR - this lead was explanted and replaced due to fracture. It was returned for analysis. There were no adverse patient side effects reported. The date of implant was not provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The inspection of the lead revealed a damaged insulation between approx. 29 cm and 33.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The inner coil was found fractured as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore deformations of the outer conductor coil were noted which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.